Manufacturer narrative:
Occupation - the occupation is lay user/patient. Device evaluated by MFR: device not returned.

Event description:
The initial reporter stated that he received erroneous results when testing with coaguchek xs meter serial number (B)(4). At 8:29 a.m., a sample from this patient was tested using the meter, resulting with a value of 7.3 inr. Using a sample from the same fingerstick, the patient tested again on the meter at 8:31 a.m., resulting with a value of 4.2 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient is currently in stable condition. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once every two weeks. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient has not had any changes in coumadin medication. The patient does not take any other anticoagulants. The patient has some bruising, but did not require medical treatment for the bruising. The patient has been eating a significant amount of (B)(6) chile and consumes some alcohol. The patient has not had any changes in health or other medications. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 361438) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter was returned for investigation where it was tested using retention master lot strips and retention controls. Testing results (qc range = 2.9 - 4.5 inr): qc 1: 3.2 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 4%. Customer used the same fingerstick for both tests and the second test was within 2 minutes of the fingerstick. For a second measurement a new puncture of a different finger is mandatory. When using capillary blood apply the sample to the test strip within 15 seconds after lancing the fingertip. Upon review of the meter memory, the complained values were not observed.